Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a myosure procedure on (B)(6) 2024, the physician reported that the tissue removal device was not working properly. A new device was retrieved and completed the procedure. No patient injury reported during the procedure. The device was returned for investigation and on march 5th 2025, visual inspection was conducted, and a orange piece of plastic was observed. Functional testing was conducted and the device was working correctly but was not suctioning due to the protector found inside the blade. Internal inspection was performed and scratches on the blade were observed. No other information available.